Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the proximal portion of the crimped stent was lifted upwards from the stent profile. The proximal portion of the crimped stent was bunched distally with a resultant change in stent edge position at the proximal end by 1mm approx. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 37x3mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 3.50x38mm promus element long drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 37x3mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 3.50x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).